Event description:
User facility medwatch report was received that states: "describe the event or problem: patient came to cath lab [redacted] for an ablation with dr. [Redacted]. Site was pre-closed with perclose closure device x3 with one device failing and not deployed but instead, removed from the body and new access site was obtained." Additional information was received reporting that this was a vessel closure of an unspecified access site using the pre-close technique prior to an atrial fibrillation (af) ablation interventional procedure. The sutures of one prostyle and two perclose devices were successfully placed. The af ablation procedure was completed. Reportedly post procedure, a retroperitoneal hematoma formed. Unspecified treatment was performed. A fourth device and a figure of eight stitch were used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the circumstances of the procedure. The patient effect of hematoma is listed in the electronic proglide instructions for use as a potential adverse event associated with the use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.